Event description:
Dealer alleges consumer ran over his foot.

Manufacturer narrative:
This is not a product problem. This was a fit issue. A more compatible seating system was fitted to the end user by the provider.

Event description:
Dealer alleges consumer ran over his foot.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.